Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The physician encountered difficulties cannulating the contralateral leg of the aortic body stent graft due to significant aortic angulation and a narrow flow lumen. After multiple cannulation techniques were unsuccessful, the physician elected to end the procedure without implanting the contralateral iliac limb stent graft. The patient was converted to open surgical repair on an unknown date to explant the stent graft and sew in a surgical graft. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
(B)(4). Device not returned.